Event description:
The customer reported regarding issues during prime/rewind. The blood glucose reading was unknown. The caller also stated that his insulin pump alarmed and insulin squirted out during priming. No further information was provided.

Manufacturer narrative:
Failure analysis revealed that the insulin pump alarmed as a result of a loose drive support disk. The device had scratched display window.